Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection and battery testing were performed without noting any issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. However, an issue unrelated to the reported issue was found. Therefore, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.